Manufacturer narrative:
Radiographs were provided and the event was confirmed. The device has been returned and analysis is pending. The patient reported an impact which may be a contributing factor. Review of the device history records indicates all material types, treatments and dimensions were within specification. Labeling review: "risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components; anatomical or technical difficulties..." "The patient should be made aware of the limitations of the implant and potential adverse effects of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken, or loose implant components. Note: additional surgery may be necessary to correct some of the adverse effects."

Event description:
On (B)(6) 2016, a (B)(6)female underwent anterior cervical discectomy and implantation of a prosthetic device. Around 3 months post-operatively, it was reported the patient fell and the caudal portion of the device migrated anteriorly. A revision surgery was performed (B)(6) 2016. The device was explanted and the patient received an acdf.